Event description:
Event description boston scientific received information that this pacemaker patient was found to have a complete loss of capture at 4v @ 0.5ms, at 5v capture was obtained. The ventricular lead impedance measurement was 2500 ohms in the bipolar configuration, increased from 500 ohms at implant. An x-ray confirmed a lead fracture. The lead impedance measurement could be increased to greater tan 2500 ohms when the patient raised his arm. The lead was surgically abandoned and replaced. The device is included in the insignia microcrystal failure mode 2 population. There were no adverse patient effects.